Event description:
It was reported that the patient had some discomfort at the pocket site. The patient underwent a pocket revision procedure and was doing well postoperatively.

Manufacturer narrative:
B3: exact date unknown, event occurred since implant procedure.